Event description:
Outbound. Patient reported no disposable pump alarm on both cadd legacy pumps with 3 cassettes over last 2 weeks and patient changed veletri pre filled cassette early. No further details provided.